Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. B3, the date of the event is unknown.

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed a fault 41 (patient temperature sensor failure) message. The fault could not be resolved. It was observed the fan ramps at the base of the unit. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.